Manufacturer narrative:
(B)(4). The customer reported the device's energy selection was set to 150 joules. The device charged to 50 joules and the screen went blank, giving a "power failure" message, which occurred twice. The pt died. The customer was unable to determine if the device played a role in the pt's outcome. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's energy selection was set to 150 joules. The device charged to 50 joules and the screen went blank, giving a "power failure" message, which occurred twice. The pt died.